Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a low blood glucose event of 51 mg/dl. The customer was found unconscious by her husband who called the paramedics. The paramedics treated the customer at home with an IV insulin drip. Afterwards, the customer had a high blood glucose level of 465 mg/dl. The customer completed troubleshooting but did not find any problems. The customer was advised to monitor the insulin pump and call back if problems persisted. Nothing was replaced or returned for analysis.